Event description:
(B)(4). Essure has caused me over 6 months of bleeding, irritability, mood swings, horrible periods (blood clots, heavy bleeding, severe cramps, horrible pressure), pelvic pain, stabbing pain in pelvic area, weird loss of memory, incontinence, sore joints, muscle problems, headaches, stomach issues, bowel issues, bloating, gaining over 80 lbs, loss of balance, dizziness, blurred vision, tingling feeling in arm and leg, and many more.